Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance. No known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the vns patient did not experience any adverse events due to the high impedance. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires cannot be assessed with the images provided. The lead connector pin appears fully inserted into the generator connector block; however, complete lead pin insertion cannot be confirmed. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown.

Event description:
Additional information was received stating that the vns patient¿s device was disabled. The patient did not have any more seizures since the high impedance observation, so surgery has not occurred to date.

Event description:
X-rays were taken and were reported by the physician to be unremarkable.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.